Event description:
A pt experienced a reash all over from the neck down to the groin, and itching. This is the second event of this type for this pt. The first event is caputred in MFR. Report #2084725-2004-00028.